Event description:
Customer reported a recurring alarm for a loose drive support cap. The blood glucose reading was 267 mg/dl. Customer stated that the drive support cap was protruded but that she had not pressed on it while connected. She stated that the insulin pump was not dropped or bumped prior to the occurrence of the alarm. She also reported that insulin squirted out during the prime. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.